Event description:
Patient reported meter is not correctly showing active insulin amounts. Patient stated she gave herself a bolus of 7 units manually on the pump without testing her blood glucose level. Patient stated she then decided to test 6 minutes later and got a 75 mg/dl and she entered 75 grams of carbs; meter showed active insulin as 0.8 and recommended 9.9 units. Patient reported meter should have recorded active insulin as 7.0 units. Patient alleges the bolus advice is not working as intended. Requested return of the alleged meter; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.